Event description:
It was reported that during an endobronchial biopsy, a portion of the biopsy valve fell off into the patient's bronchus. The part that fell was retrieved with biopsy forceps. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The device was found to be broken and a piece of the biopsy valve had fallen off. The fallen piece was not returned. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event could have been caused by a component failure of biopsy valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.